Manufacturer narrative:
At this time the device has not been returned for eval. With the info received, the tip was removed from the pt without difficulty during a endoscopic therapy transurethrally. Upon receipt of the device, an eval will be performed with a complete report to be forwarded.

Event description:
Cystostomy was performed with rutner suprapubic balloon catheter set. The device was used as prescribed, however, it was noted that the tip of the catheter came off and dropped in vesica. The potion was retrieved with endoscopic therapy transurethrally.